Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited elevated threshold measurements. The patient is dependent on rv pacing with heart block and is 100% paced. Patient had a symptomatic episode that brought the patient to the clinic. The physician tried to perform threshold testing however, the patient refused as patient is sensitive to rv lead testing. Moreover, the device was reprogrammed. Additional information from the field indicated that the lead was surgically abandoned. No additional adverse patient effects were reported.